Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittently, the pump wake button had to be pressed multiple times to turn the pump on and currently, the button did not turn pump on. Customer reverted to using manual injections for insulin therapy. There was no reported impact to blood glucose.